Event description:
It was reported that rep spoke with patient who reported infrequent shocking sensation near battery site. She was unable to report when the last time this occurred was. Rep is seeing her at the managing physician's office thursday 7/21 to troubleshoot and check impedances. In the meantime, instructed the patient over the phone to turn off stimulator to see if the problem persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they called the patient today to see if turning stimulator off seemed to help with occasional site pain. She reports that she has not felt what she described to me since turning off stimulator. She also added that she only felt this pain a few times and at random, infrequent intervals so she is unsure if turning off the device is the proper fix. Seeing her tomorrow (B)(6) at managing physicians office to run impedance and connectivity checks. Additional information was received on 2022-07-21 from the manufacturer representative (rep) reporting that they saw the patient at her managing physicians office today. She says that these painful episodes have stopped since turning off stimulator. Impedances and connectivity wnl. Upon further conversation, it seems like she only ever turned the stimulator up and never down when trying to adjust. The rep suspect that the pain the patient was feeling was a high intensity of stimulation during these adjustments based on what she described to them. The rep reprogrammed all three groups and assigned lower intensities respectively, to patient comfort. They also provided additional controller and charging education. She felt good leaving the meeting and agreed to reach out if the problem persists.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead, product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.